Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged) issue. The display screen was reportedly scratched. There no additional information available to determine whether or not the user was able to the read the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 08/19/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 07/28/2015 with the following findings: during investigation, a visual inspection revealed that the display lens was scratched. A review of the black box history revealed a cs 087 call service alarm. The pump alarmed with a cs 069 call service alarm during start up. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.